Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device worked fine for three to four firings. The reload was positioned and the jaws closed. The surgeon was unable to open the jaws. There was no reported patient consequence.